Event description:
Patient diagnosed with a stroke and presented for catheter based revascularization of the symptomatic left carotid artery. Auth was obtained for the procedure. During the procedure epd device fractured and was retained in the vessel. Attempts to recapture the device were unsuccessful and the device was embolized to the right femoral artery. He was then taken to interventional radiology where he underwent right lower extremity arteriogram and retrieval of the retained foreign body. Admitted overnight to the ICU for further monitoring the fractured device and it was given to the rep, (B)(4) for further investigation of what occurred with the lot number. FDA safety report ID# (B)(4).